Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of the customer's hospitalization for low blood glucose. The customer's blood glucose level at the time of incident was 56mg/dl. The customer's most current level was 68mg/dl. The wife states the customer's blood glucose level at the time of paramedic response was 41mg/dl. The customer was not admitted into the hospital. Troubleshoot was conducted. The customer was advised to monitor the device, contact their healthcare provider regarding low levels, and to call back if issues persist.